Event description:
It was reported that the right ventricular (rv) lead had low bipolar impedances. The lead was reprogrammed to unipolar and was capped and replaced at generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.